Event description:
It was reported that the user experienced multiple alert 38 notifications indicating consecutive stalled motor events on the ilet and attempted several restarts, including a dry run, after receiving troubleshooting guidance. Symptoms included no reported clinical effects. Outcomes included no reported impact such as hospitalization, medical intervention, or loss of therapy. Investigation included customer service-led troubleshooting and education, including device restart procedures and a dry run to assess motor function. Investigation of this case revealed recurrent motor stall alarms consistent with an insulin delivery motor stall malfunction localized to the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to identify a definitive root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.